Manufacturer narrative:
Date of event was approximated to (B)(6) 2010 as no event date was reported and the mesh was implanted in 2010. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Implant date was approximated to (B)(6) 2010 as the mesh was implanted in 2010 and no specific implant date was reported. Initial reporter phone: (B)(6). (B)(4). Other: mhra adverse incident report reference no (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by the physician. The removed component of mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted during a tot (trans-obturator tape) procedure performed in 2010. According to the complainant, after the procedure, the patient experienced chronic pain and mesh erosion. Subsequently, removal of vaginal component of mid-urethral mesh, examination under anaesthetic, cystoscopy, vaginal reconstruction were required to address the patient's complications. In addition, the physician would possibly perform urethroplasty. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.